Event description:
Incident identified via review of the canadian medical device incidents database: device fell, detachment of device or device component. Exposure to contaminated devise, risk of infection. Incident ID (B)(4). The incident description on the database identifies the following codes: f26 - no health consequences or impact. F2303 - medication required. F1007 - exposure to contaminated device/risk of infection. A0501 - detachment of device or device component. A051203 - device fell.

Manufacturer narrative:
An incident report was identified while reviewing the canadian medical device incidents database for the purposes of routine post market surveillance by tidi products for the eyewear product family which had not been previously captured in our complaints handling system. The incident was not previously reported to tidi. Because the complaint was identified via the canadian medical device incidents database, information is very limited. Health canada was contacted by the manufacturer for more information, but no additional information was received as of the time of this report. Historical complaint data review was performed and identified (B)(4) total complaints in the last 2 years for this product family where it was reported that the product was breaking and/or falling off. This product family/failure mode has a complaint rate of (B)(4) over this time period based on unit sales. With the information provided, little investigation can be completed, and this failure mode and product family has a very low complaint rate over the last 2 years. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file (B)(4).